Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode, due to a single flipped bit. After downloading the product code, normal function ensued.

Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device is near elective replacement indicator and would be scheduled for a replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.